Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18282; 2017865-2021-18286. It was reported that the patient's system was extracted due to bacteremia and vegetation on a central line and possibly the pacing lead. No complaint was made against the device. The patient tolerated the procedure well and was stable.